Manufacturer narrative:
Age, weight and ethnicity: unknown, information not provided. Catalog number: a complete catalog number is unknown, as the serial number was not provided. Unique identifier (UDI#): unknown, as serial number was not provided. Expiration date: unknown, as serial number was not provided. If explanted, give date: not applicable, as the lens remains implanted.  Device manufacture date: unknown as serial number was not provided. Device evaluation: product testing could not be performed since the lens was not returned for evaluation as it remains implanted. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were not reviewed. Since serial number was not available, neither a manufacturing record evaluation nor complaint occurrence/history for the production order were possible. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the trailing haptic of the preloaded intraocular lens (iol) was stuck in the plunger when the surgeon was advancing. Doctor's brief description of the event provided that he had to use a second instrument to pull the haptic out and continue with the insertion of the lens into the patient's operative eye. However, there was no patient injury. The visual acuity post operation on day 1 was 20/40. No further information was provided.